Manufacturer narrative:
The device is expected to be returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker displayed safety mode. It was reported that the patient experience syncope. The patient underwent a procedure in which the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned and is being analyzed. A supplemental report will be filed upon completion.

Event description:
It was reported that this pacemaker displayed safety mode. It was reported that the patient experience syncope. The patient underwent a procedure in which the pacemaker was explanted. No additional adverse patient effects were reported. Additional information was received that the patient experienced pacing inhibition and bradycardia, likely due to oversensing while the patient was at rest in the hospital. A new pacemaker was implanted and remains in service. It was noted the patient is in stable condition. No additional adverse patient effects were reported. Additional information was received that this patient had fainted 3 times in the month prior to the safety mode alert. No adverse patient effects were reported.

Manufacturer narrative:
This device has been returned and is being analyzed. A supplemental report will be filed upon completion. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that this pacemaker displayed safety mode. It was reported that the patient experience syncope. The patient underwent a procedure in which the pacemaker was explanted. No additional adverse patient effects were reported. Additional information was received that the patient experienced pacing inhibition and bradycardia, likely due to oversensing while the patient was at rest in the hospital. A new pacemaker was implanted and remains in service. It was noted the patient is in stable condition. No additional adverse patient effects were reported. Additional information was received that this patient had fainted 3 times in the month prior to the safety mode alert. No adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker displayed safety mode. It was reported that the patient experience syncope. The patient underwent a procedure in which the pacemaker was explanted. No additional adverse patient effects were reported. Additional information was received that the patient experienced pacing inhibition and bradycardia, likely due to oversensing while the patient was at rest in the hospital. A new pacemaker was implanted and remains in service. It was noted the patient is in stable condition. No additional adverse patient effects were reported.